Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd pen needles were difficult to operate or not working/functioning. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Customer called to report that the purchased two items off amazon and they both did not work. He did not have an item number, nor any additional information. He just mentioned he purchased two items off amazon and they were useless.

Event description:
It was reported that an unspecified number of an unspecified bd pen needles were difficult to operate or not working/functioning. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Customer called to report that the purchased two items off amazon and they both did not work. He did not have an item number, nor any additional information. He just mentioned he purchased two items off amazon and they were useless.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number for difficult/unable to operate. H3 other text : see h.10.